Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the missing ke45 (thixotropic adhesive) at the forceps cover, a cut on the pink probe, and pinholes in the adhesive around the light guide lens was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician identified a missing ke45 (thixotropic adhesive) at the forceps cover, a cut on the pink probe, and pinholes in the adhesive around the light guide lens. There was no patient involvement.